Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had intermittent spikes in impedances with the other manufacturer right atrial (ra) lead that was being oversensed by the respiratory rate trend feature causing inappropriate atrial tachy response (atr). The plan was to turn the rrt feature off, however the cause for the spikes in impedances was unknown. The system remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had intermittent spikes in impedances with the other manufacturer right atrial (ra) lead that was being oversensed by the respiratory rate trend feature causing inappropriate atrial tachy response (atr). The plan was to turn the rrt feature off, however the cause for the spikes in impedances was unknown. The system remains in-service. No adverse patient effects were reported.